Event description:
It was discovered while servicing the device the ac power module was noisy. There was no patient involvement.

Manufacturer narrative:
This emdr is a duplicate of MDR number 3030677-2021-00394. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
(B)(4) is a duplicate of (B)(4) (reported on MDR number 3030677-2021-00394), as the serial numbers are the same and the reports reference the same problem.